Manufacturer narrative:
The clinic did not contact berlin heart to report the event. According to the report submitted by the clinic to the mhra the current status of the device is unknown. The device was not received by berlin heart for analysis. Berlin heart also contacted the clinic (freeman hospital at newcastle upon tyne in the united kingdom) directly for further information regarding the incident but did not receive any new information. A warning regarding the correct connection of the blood pump to the cannulae is described in the instructions for use, edition 4, chapter 7.7. Both the inflow and outflow stubs on the pump and the cannulae are marked with arrows which indicates the direction of the blood flow. Blood pumps that are incorrectly connected are unable to support the patient. Additionally, clinic personnel are trained on how to exchange the blood pumps used on a patient within a short time. The event was triggered by user error. The user did not follow the instructions in the IFU and as a result the blood pump was connected wrongly. Berlin heart has documented training records for the site from november 2018.

Event description:
Berlin heart was informed by the medicines and healthcare products regulatory agency in UK (mhra) about an incident involving an issue during the replacement of an excor blood pump. According to the report, the physician connected the blood pump incorrectly although this was pointed out by a scrub nurse before the pump was connected. A second physician was contacted and also unable to identify the correct way to connect the blood pump. A consultant was then contacted by phone and advised that the ventricle had been connected incorrectly and that it needed to be corrected. The physician was then able to correct the pump connection however, the entire process took a long time, during which the pump was not connected to the circulatory system of the patient. The clinic reported to the mhra that the patient died during the pump replacement on (B)(6) 2019.